Event description:
No additional information.

Manufacturer narrative:
No mz1000 china sample was available for investigation. The customer reported that the affected sample was from lot 25025396 and that "flushing was obstructed after attaching a needle-free connector." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph indicates that there was an unknown foreign matter lodged into the male luer of the maxzero. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz1000 china product over the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a patient underwent maintenance on their PICC line. After attaching a needleless connector, flushing was found to be poor. A new needleless connector was replaced, and blood flow and flushing were restored. Inspection of the problematic needleless connector revealed an unknown substance blocking the tube opening. This incident did not adversely affect the patient. The manufacturer has been notified to address the situation.